Event description:
Warning detector showing temperature out of range at the start of 1st case. Phillips service was notified. During 2nd case, equipment failure occurred. During procedure pt developed chest pain with st segment elevations in anterior leads. Lad showed 99% obstruction. Equipment would not fluoro or acquire images and gave overheated warning and shut down.